Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricle (rv) lead. The physician suspected lead damage, however, no damage was observed either visually or via diagnostic imaging. Abbott technical support was contacted and the rv lead was capped and replaced during an unrelated procedure. The patient was in stable condition.